Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an alarm at power up and an issue with power supply voltage. No patient involvement reported.

Manufacturer narrative:
The field service engineer troubleshot with the customer over the phone. The customer reported no error codes generated. The fse requested the customer to verify the indoor voltage. There were no parts replaced.